Event description:
B3: "approximately 2 months" following implant. It was reported that following a coronary artery drug eluting stenting treatment procedure, a rash occurred. The patient had an unknown sized taxus express2 drug eluting stent implanted to treat an unspecified lesion. Approximately two months following implant, the patient developed a rash. The patient's internist had discontinued "all" of the patient's medications; however, this did not stop the rash. The patient's medications have been restarted. The patient has consulted with dermatologists who have been unable to successfully treat the patient's symptoms. Additional information was requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.